Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: void >1 mm in non-textured, creases, wear abrasion and one curved opening. Leak test and microscopic analysis was performed which identified: one opening sharp and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening and one opening striated assessed as surgical damage.

Event description:
Device has been explanted.